Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup vvi while still in the box. After a user download, normal device function resumed. The device was not used.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
.